Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 357 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula appears to be in the shape of a curve - like the letter "c" - almost that of a 45-degree angle. Patient also mentioned that the cannula appears twisted/bent into this c-shape. The patient stated about a month ago, the doctor adjusted the carb count from 1:5 to 1:6. Patient states that the patient may have changed this back to 1:5. Also changed at this time was the basal rate, the doctor had adjusted the basal rate from 2.0 units/hour to 1.8 units/hour. Patient stated this was changed back to 2.0 units/hour, because patient was tired of the high blood sugars. The patient stated insulin delivery might have been suspended only been for a few minutes. Patient stated did not hear either of the "double beeps" after filling and said that this is fairly common and that is why the patient continued with the priming process, and decided to wear this pod anyway. The patient also stated that the adhesive fabric was wet when the pod was taken off.